Manufacturer narrative:
Initial.

Event description:
It was reported that an infusion set was deployed incorrectly when the ilet user attempted to prime the applicator and the cannula bent on the applicator, after which the user was guided to replace the set and confirmed disconnection before proceeding, resulting in a successful supply change without need for further assistance. No reported symptoms or adverse clinical effects. Outcomes included no alerts or alarms and no need for medical intervention. Investigation included remote troubleshooting and user education on correct infusion set deployment and replacement. Investigation of this case revealed user handling error during insertion and a bent cannula associated with the infusion set and applicator components, which was resolved by replacing the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was user technique with contributory handling during insertion.